Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device's display was distorted and clinical information was unable to be seen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. The electrode pads were not returned to zoll medical corporation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.